Event description:
During a scheduled procedure, surgeon attempted to fire the 45 echelon endoscopic stapler and the device malfunctioned. A new device of the same type was opened to the field and the procedure was completed as planned. The device ref number is ec45a and the lot number is v94f4r, exp: 2024-02-29. FDA safety report ID # (B)(4).